Event description:
Subject ID: (B)(6), study: dots . Clinical notification received for revision of left knee to address instability date of implantation: (B)(6) 2020; date of revision: (B)(6) 2021; (left knee). Treatment: revision of insert component.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Dor: (B)(6) 2021. Patient received a revision of the left knee insert to treat pain secondary to global instability. Upon entering the joint, a complete synovectomy was performed, and the instability was confirmed. After the insert was revised, the surgeon notes that there was still minimal varus/valgus instability secondary to a slightly internally rotated femoral component. The surgeon did not elect to revise the femoral component. The procedure was completed without complications. Doi: unk. Dor: (B)(6) 2021 left knee insert.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and it can't be confirmed any device related problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.